Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was 167 mg/dl. Customer reported that the belt clip is taped to the insulin pump, and the screen is blank. Customer reported that display is blank. Customer reported that the display was not blank less than 30 seconds. Customer reported that insert battery alarm did not display on the pump screen. Customer stated that battery compartment is damaged. Customer stated that the spring is damaged. Customer stated that her insulin pump fell on the floor and broke, and she needs a replacement. Customer reported that battery compartment is completely smashed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to completely broken off battery tube threads not allowing the battery cap and test battery to remain in place. No damage noted on the battery tube spring.